Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, earlier in the morning the cgm alerted for hypoglycemia and the cgm reading was 45 mg/dl. The patient was in a calm mood and was nearly fainting, so the reporter took the patient to bed and called 911. While the reporter was waiting for 911, she treated the patient with apple juice and some candy. The cgm reading was 45 mg/dl and the bg reading was 214 mg/dl. The reporter took off sensor and replaced the sensor. The paramedics arrived but didn´t provided any treatment as the patient was already recovering. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.